Manufacturer narrative:
G2: citation: authors: kim, j. H., <(>&<)> jung, y.-j.. Should we always retrieve? Endovascular treatment outcomes in emergent large-vessel occlusion due to underlying intracranial atherosclerotic stenosis. Clinical neurology and neurosurgery january 2022. Doi:10. 1016/j.clineuro.2022.107464 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kim jh, jung y-j. Should we always retrieve? Endovascular treatment outcomes in emergent large-vessel occlusion due to underlying in tracranial atherosclerotic stenosis. Clinical neurology and neurosurgery. January 2022. Doi:10.1016/j.clineuro.2022.107464 medtronic literature review found a report of patient complications in association with solitaire fr stent retriever. The purpose of this article was to compare treatment outcomes between patients who received stent-retriever thrombectomy (srt) and those who received first stenting without retrieval (fresh) for treating emergent large vessel occlusion (elvo) due to underlying intracranial atherosclerotic stenosis (icas). There were 62 patients (59.7% male; median age 68 years) with elvo due to icas in the anterior circulation were enrolled in this study. Among the 62 patients who met the inclusion criteria, 32 underwent srt, and 30 patients underwent fresh. The article does not state any technical issues during use of the solitaire. Ancillary devices include a rebar microcatheter. The following intra- or post-procedural outcomes were noted:  - symptomatic intracranial hemorrhage (ich) occurred in 6 patients in the srt group. Symptomatic ich was defined according to the ecass iii study definition (any hemorrhage with neurological deterioration, as indicated by an nihss score that was higher by =4 points than the value at baseline or the lowest value in the first 7 days, or any hemorrhage leading to death).  - rescue stenting was performed in 16 patients in the srt group.  - a total of 21 patients were noted to have poor outcomes after 3 months (mrs score 3-6).